Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 31 mm epic stented porcine heart valve w/flexfit system was implanted on (B)(6) 2016 for mitral valve repair (mvr). The patient was regularly follow up in another hospital though, mitral stenosis (ms) has been diagnosed sometime during follow up. This time, rapid deterioration of ms was observed and a redo mvr was performed on (B)(6) 2022. Device was replaced with a 29mm epic stented porcine heart valve w/flexfit system. The location of the anterior leaflet in the explant valve is being marked with suture. Pannus was extended over the inflow surface of all leaflets and vegetation was confirmed on the outflow surface of all leaflets. Patient stable, no additional information was provided.

Manufacturer narrative:
Explant was reported due to stenosis and upon explant pannus and vegetations were found on the valve. The vegetations were reported to have been removed the investigation found that there was fibrous pannus ingrowth on the inflow surface of cusp 1. There was a thin layer of thrombus on the outflow surface of cusps 1 and 3. There were degenerative changes and thinning in all three cusps. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The pannus and reported vegetations on the valve could have contributed to the stenosis reported.